Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 32.4 cm to 32.7 cm from the distal tip, due to friction with another device. The proximal coil was exposed and could have caused the reported noise problem.